Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while checking instruments for sterilization I found the blue plastic on impactor was cracked. Instrument and tray was removed from service. No patient or customer were involved. No additional information.

Manufacturer narrative:
Device was returned and evaluated. Visual evaluation identified the following: the blue sleeve (distal tip) was cracked; therefore, the device will not function as intended. There was wear and tear consistent with use over a potential field age of approximately 11 years and 10 months. No other damages were noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.